Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.